Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected to check the inflation performed with a 4mm sterling. However, the balloon ruptured in a pinhole form near the blade upon first inflation at 6 atmospheres within 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.